Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 0ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to patient safety. A2: age & date of birth: requested, not provided due to patient safety . A3: patient sex: requested, not provided due to patient safety. A4: weight: requested, not provided due to patient safety. A5: ethnicity: requested, not provided due to patient safety . A6: race: requested, not provided due to patient safety. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager ccl/epl. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the ccl placed 13cc's in the band at 1123 (initial placement). At the 1330 removal time, there should have been 8cc's remaining however, only 3cc's remained in the band. The patient and procedure outcome were not affected. Additional information was received on 06jun2023. The device was not manipulated before use in any way, pre-use or during storage. The product was stored in the temperature and humidity-controlled procedure room. The patient was in stable condition.